Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were operating properly. A field service engineer tested all the drawers in the app and did not find any failure and confirmed the functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.